Event description:
(B)(6) 2025 ¿ the end-user¿s dexcom g7 sensor displayed a low glucose reading while they were asleep. A confirmatory fingerstick showed 66 mg/dl. The user was advised to consume juice, which they did. A follow-up fingerstick measured 53 mg/dl, and additional juice was given. The user¿s caregiver reported the face appeared pale, but no further symptoms were observed. The caregiver planned to contact the healthcare provider regarding sensor placement and medical questions. No hospitalization or external intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.